Manufacturer narrative:
The additional initial reporter's name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a atheter restriction alarm that occured during intra aortic balloon therapy. The device went into standby for 6 minutes. The alarm occurred when rolling the patient to change the bed sheets. They have only attempted restarting the therapy with the use of the start key. The esp personel had directed her to place a rolled towel under the patients hip directly under the insertion site. Then perform an iab fill and start. This resumed the therapy as expected. No harm or injury reported.